Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The driver 9735024 solera 5.5/6.0 mas can (lot# 170527) was returned for analysis. Analysis found that the tip of the driver had been broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a cannulated driver was found to be damaged. There was no patient involvement.